Manufacturer narrative:
Cloud data from the user for the day of 10jan2026 was downloaded and reviewed. Review of the patient history buffer (phb) data found that, while in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. While in manual mode, the system correctly delivered the user's manual basal program. The cloud data showed evidence that all bolus records captured in the cloud were from boluses that were actively and successfully delivered as the total pulses delivered count tracked by the pod correctly incremented based on the total bolus volume after each bolus was delivered. No evidence of issues with insulin delivery or of any other issues with the system was observed in the available cloud data. Without the physical pod, it could not be determined if bleeding occurred during use or if the pod contributed to the reported bleeding. The exact cause of the reported bleeding event could not be determined from the available cloud data.

Event description:
It was reported by the patient¿s legal guardians that the patient had been hospitalized (klinikum itzehoe-rober-koch-strasse (B)(6)- dr (B)(6), dr (B)(6)) with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached over 300 mg/dl while wearing the pod between 49 and 71 hours. Symptoms reported include elevated blood glucose level and ketone level of 2.3 mmol/l. Bleeding at the infusion site was also reported. The patient was treated with infusion for hydration. According to the patient's legal guardian, the patient received care from dr. Scheffler and dr. Reimers while at the hospital. The patient was released the following day, (B)(6) 2026. It was reported that the pod was removed and a new pod was applied prior to going to the hospital.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626. [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755. [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158.

Manufacturer narrative:
The exposed portion of the soft cannula was bent and had a tear. Fluid was observed exiting the tear during a leak test. It could not be determined when and how the tear occurred or if it contributed to the pod failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls that would indicate a failure of the pod to deliver insulin. The automated glucose control algorithm was able to adapt the suggested insulin appropriately based on estimated glucose values and user inputs. No other damages or defects were found with the device, and the cause of the event could not be conclusively determined. No blood was observed on or within the device. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause bleeding or bruising and no issues were found.